Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damage was found to be seen on the gray area. There were no signs of improper installation. There are no videos or photos available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) tip cover accessory was found to have tearing at the mouth where the scissor tips exit. The tear is axially aligned with the tip cover and measure 0.085" in length. There are no signs of thermal damage present at the end of any tears as evidenced by charring/melting. Damage to tip covers is attributed to either improper installation onto the mcs instrument or exposure to repeated thermal and mechanical stresses during normal use conditions or collisions that can lead to excessive wear resulting in tears. The probable root cause is attributed to torn tip cover.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, user noticed that the 8 mm monopolar curved scissors (mcs) tip cover accessory was broken. The user completed with the procedure with no further issues. No fragment fell into the patient.